Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was adjusted. The system was found to be working as intended and put back into service.

Event description:
The customer reported that the system's screen shut down and gave a high pitched noise inside a procedure. No patient injury was reported.